Event description:
During an implantation procedure, no pacing was observed after connecting the leads to the subject pacemaker. The device had previously been programmed in ddd bipolar mode, with a basic rate of 50bpm and a max rate of 155bpm, and with the automatic implantation detection disabled. The pacemaker was removed from the patient's body and reconnected to the leads. The pins were verified through the device header. The device was placed back in the pocket, but there was still no pacing. An interrogation was performed and the lead impedances were measured above 3000 ohm on both leads. The pacemaker was replaced.

Manufacturer narrative:
Please refer to the attached analysis report. D3 and g1 updated.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During an implantation procedure, no pacing was observed after connecting the leads to the subject pacemaker. The device had previously been programmed in ddd bipolar mode, with a basic rate of 50bpm and a max rate of 155bpm, and with the automatic implantation detection disabled. The pacemaker was removed from the patient's body and reconnected to the leads. The pins were verified through the device header. The device was placed back in the pocket, but there was still no pacing. An interrogation was performed and the lead impedances were measured above 3000 ohm on both leads. The pacemaker was replaced.